Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a button error alarm and motor error alarm from the insulin pump. The customer's blood glucose reading was 14.4 mmol/l. The customer stated that when they tried to refill the reservoir, the pump is not working properly. The customer stated that they were not able to get out of the rewind process due to the buttons not working. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, slight moisture damage was found at the keypad traces. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. The insulin pump had cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.